Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16115. It was reported the pt's stimulation stopped working approx 3 weeks ago, and the pt experienced a fall. Diagnostic testing revealed invalid impedances on multiple lead contacts. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.